Event description:
The customer reported via phone call that their insulin pump alarmed no delivery. Customer stated they were unable to deliver the 10 units of insulin they programmed. The customer's blood glucose was 150 mg/dl. The customer also reported they were unable to read their insulin pump's screen to complete troubleshooting. Customer stated they were unable to see well and did not have anyone to help them troubleshoot. Customer also called back later to report they were able to successfully deliver insulin. The customer's blood glucose was 351 mg/dl at the time of the second phone call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.